Event description:
A (B)(6) old male patient's nurse contacted zoll customer support to report that the patient's belt connector was broken and the device was constantly alarming to connect the belt. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector broken / device alarming to connect belt) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the connect belt alarms is the bent pins in the connector. The root cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. In addition, the trunk connector housing was broken. The connector locking nut was missing which would not properly secure the belt in the monitor. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.